Manufacturer narrative:
As the stent remains implanted in the patient and the event occurred more than two years after the index procedure, the device was not requested for return. A review of the lot history record (lhr) was performed. There were no non-conformances. The devices from this lot conforms to their predetermined specifications and requirements. Restenosis is listed in the cobra pzf instructions for use as a known potential adverse event. The investigator believes that this event of restenosis is definitely related to the study device and not related to the procedure. Restenosis is frequently encountered issue after pci (percutaneous coronary intervention) and the cause of it is difficult to determine whether it's specific to reduced device efficacy or disease progression. Restenosis, however, is undoubtedly multifactorial. The identification of restenosis at the site of the treated lesion does not imply a technical problem with the study device or study procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency. Aware date note: aware date note: celonova biosciences was initially made aware of this event on 12-may-2017; as this event had occurred prior to u.s. Product approval, it was not reported at that time. Per celonova biosciences management review of complaints, it was determined by management (02-aug-2018) that the event should be conservatively reported.

Event description:
Per the medical affairs' assessment: stable angina, dyspnea: a (B)(6) male subject underwent the pci and appropriate deployment of the cobra pzf¿ coronary stent system to the proximal left anterior descending coronary artery, type a lesion on (B)(6) 2014 per protocol. Pre-procedure stenosis was 70% with no calcification. The subject has relevant medical history of coronary artery disease; prior coronary artery bypass graft on (B)(6) 2007, hypertension, hyperlipidemia and prior smoker. The subject's concomitant medications include aspirin, ace inhibitor carvedilol, rosuvastatin calcium and ramipril. On (B)(6) 2017, the subject had symptoms of stable angina and dyspnea. Elective heart catheterization showed left main coronary artery patent, 60-70% in-stent stenosis of the proximal lad, 40% stenosis of the mid lad and 80% apical lad stenosis. Om1 60% stenosis, there was competitive flow distally. 70% mid rca stenosis, there was competitive flow in the pda. The subject underwent a successful balloon angioplasty and stenting of the apical lad with a promus 2.25 x 12 mm des and successful balloon angioplasty and stenting of the apical lad with a promus 3.5 x 16 mm des. The subject will continue antiplatelet therapy for at least 12 months. The subject was discharged home in stable condition. On the same day, the event of stable angina, dyspnea was considered resolved. The investigator believe the event is related to the study device but not related to the procedure. The sponsor believe the event is not related to the procedure but possibly related to the device. Disease progression noted in multi-vessels and comorbidities are most likely contributors to this event.